Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the patient experienced toxic anterior segment syndrome (tass) following phacoemulsification surgery with intraocular lens implantation using an ophthalmic viscoelastic. The patient¿s medical treatment and additional therapies were subsequently enhanced. The current condition of patient is unknown. This report pertains to seven of eleven reports from the same facility.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11.complaint lot search report reviewed; all batches are released according to the required specifications. All initial testing results are within specifications for this batch. No product deviations were reported during manufacturing of this lot that could cause the reported adverse event. No remarks related to this complaint: there were no remarks on the production process, all analytical results are within specification. Sterility tests and rabbit invitreous tests are passed without remarks. No sample is available for evaluation. There were no confirmed out-of-specification stability deviations, and no unusual trends were observed for the stability results of the stability batches tested during the review period of this annual product quality review (apqr).as no manufacturing related issues were identified and no sample is returned, a conclusive root cause could not be determined. All batches are released according to the required specifications.review of the lot complaint history, stability sample evaluation, product specifications and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, an atypical trend is present. Although an atypical complaint trend was identified for this lot, the product and none of the complaints have been confirmed manufacturing related through manufacturing investigation - this complaint is not explicable from a technical point of view. No further action is required. Monthly trend reporting for viscoelastic complaints was reviewed and an adverse trend was identified. Review of historical trend for the reported complaints of toxic anterior segment syndrome in february 2026 did not find any manufacturing related root causes. Additionally, the reported event code(s) are non-technical complaints. No further action is required at this time. The manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.